Event description:
Additional information received confirmed a catheter occlusion occurred along with failure to aspirate occurred. The location of the issue was indicated to be at the pump/catheter connection and the distal (spinal) segment, more specifically 8 centimeters distal of the pump catheter connection. It was reported the pump was replaced during the catheter revision surgery as well. The outcome to the patient was no injury.

Event description:
It was reported that the patient was complaining of inadequate pain relief and pain in their back and right leg. There was a volume discrepancy. The md was unable to aspirate the catheter access port to perform dye study, he attempted to flush and was unable. A catheter kink and occlusion was suspected. There was a plan to schedule a catheter replacement and intraoperative roller study to evaluate if pump needs replacement. The pump was located in back and right leg. The pump was infusing dilaudid. It was later reported that the patient was to have the catheter replaced and roller study done on (B)(6) 2013. It was later reported, the dose of demerol was reduced post-catheter revision and it was confirmed the medication in the device system was actually demerol. The md replaced the entire catheter with an ascenda 8780. He intended to tie off and partially remove existing catheter. In process of tying catheter, he tightened to the point of breaking catheter, and other end receded into patient's tissue. He did not want to attempt to retrieve old catheter so it is still implanted with no tie at the end. The pump remains implanted and only the sutureless connector portion of the catheter was removed.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).